Manufacturer narrative:
(B)(4): the customer reported that a patient death occurred and no patient data was available. The customer reported that the central stations intermittently lose connection with the server and restart in local mode. Upon the patient expiring, the nurses did not realize the central station loss of connection in time to save their data. The staff use end case at the bedside and then receive a blank printout. There has been no indication of any problem with real-time monitoring or any delay or lack of treatment for this patient. The need for retrospective data is not likely to cause or contribute to death or serious injury as real-time monitoring and alarm annunciation functions are unaffected. Operation in local mode is made obvious to users by a displayed banner indicating local mode. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a patient death occurred and no patient data was available.